Manufacturer narrative:
Investigations found. The potentiometer on the current board that lowers and highers the intensity level was stripped out from customer pushing too hard on it with a rough tool. The customer confirmed the unit was back within specification, when replaced the damaged current pcb board on-site. No further investigation, needed.

Event description:
The customer reported to natus on (B)(6) 2017 that their nb unit had a broken potentiometer on constant current pcb. The customer stated that their staff damaged potentiometer on constant current pcb. The potentiometer on the current board that lower and higher the intensity was stripped out from someone pushing too hard on it with a rough tool. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.